Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that, during reprocessing, the hysterofiberscope tested positive for 2 colony forming units (cfus)/endoscope of staphylociccus saprophyticus. A subsequent test was performed and tested positive for 1 colony forming units (cfus)/endoscope of filamentous mushrooms. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record revealed that the device was shipped in accordance with the specifications and had no nonconformity at manufacturing. Based on the results of the investigation, the relation between the device and the positive culture test could not be judged. On 2024/5/15, the facility conducted its first routine culture test, confirming the detection of 2 cfu of staphylococcus saprophyticus from all channels, though the exact amount was unknown. In a second test on 2024/6/5, the facility found 1 cfu of champignons filamenteux from all channels, with the amount unspecified. A third-party laboratory conducted its first test on 2024/6/26, confirming the presence of 1 cfu of bacillaceae from all channels, with an unknown quantity. In a subsequent test by the same third-party laboratory, no microorganisms were detected. However, the definitive root cause could not be determined, and the device did not meet the specifications, thereby confirming the occurrence of the event. The event can be detected/prevented by following the instructions for use: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device. Additional information: d9.